Manufacturer narrative:
Date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2022 and (B)(6) 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the fully implanted intraocular lens (iol) was explanted from the left eye during a secondary procedure due to "ghosting/shadows", "starburst", "sparkles" in certain lighting, and difficulty driving at night. The issue was identified during healing over a few weeks. The patient's symptoms persisted for about one month. A non-johnson and johnson iol was implanted as replacement (diopter +20.0). No vitrectomy, suture, or incision enlargement was required. There was no delay in procedure. No medication was prescribed. Directions for use were followed. The patient is fully recovered. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 09, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half and coated in viscoelastic residue. The lens was cleaned and inspected under magnification and one half of the lens was observed to have scratches on the outside portion of the optic. The complaint issue "visual disturbance" and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.